Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "default air detection is far too sensitive and there is no longer a clinician override, this hard-stop interruption of infusions for minuscule, clinically insignificant amounts of air has led to the unnecessary interruption of life-sustaining medications in critically ill patients". There was no known patient injury or medical intervention associated with this event. No additional information is available.